Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (3.0 at .19) via an implantable pump for non-malignant pain. It was reported that the dye study showed slow dispersement and there were no therapeutic relief. In the operation room (or), contrast was used and there was visual leakage around pump connecter. There were no known factors that may have led or contributed to the issue. The pump connecter was replaced. The issue was resolved at the time of report. The patient's weight and medical history was asked but unknown. The patient's status at the time of report was alive - no injury.